Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 480 mg/dl at the time of the incident. Customer states insulin is "squirting out" during the manual prime process and they had just eaten. Customer states insulin continued to drip after letting go of the act button. The customer mentioned there is no gap between the piston and the reservoir stopper. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: unit motor error alarmed during basic occlusion test due to faulty sensor resistor. Unable to verify alarm due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.